Manufacturer narrative:
Investigation summary: received one (1) used 011-ch2000s-pc spinning spiros for inspection. No defects or anomalies noted. As received, the spin feature of the used spiros was activated and spinning freely. No spline damage or shear tab anomalies were observed. The spiros was functionally tested and met product specifications. The reported complaint of leakage can be confirmed due to the spiros being returned with the spin feature activated and separated. The probable cause of the separation is unknown. The spiros met all functional specifications. The device history record was reviewed, and no relevant nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
It was reported that a spinning spiros¿ closed male luer, purple cap leaked from the connection between the spiros and the elastomer. The device was placed at the end of the elastomer with 5-fluorouracil and was in use with patient for five minutes. They tried to screw the spiros on properly, but it disconnected from the end of the elastomer even with the locking collar activated. A new spiros was placed, it was screwed on properly, and it worked. There was a non-ICU medical product involved on the event, a baxter with list number and lot number unknown. The elastomer had 5-fluorouracil, 96 ml diluted in 0.9% sodium chloride, and should have been administered over 48 hours. There was patient involvement, however, there was no delay in therapy and no patient harm or adverse event as result of this event.